Event description:
On (B)(6) 2010, the patient was treated for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprostheses. A trunk-ipsilateral leg component was deployed on the right and a contralateral leg component on the left in the usual fashion. After ballooning, a slight type-1 endoleak was noted and the graft did not have good wall apposition in the proximal neck. The aortic extender component was placed to gain 5mm of seal and apposition. Final angiography showed, the endoleak was resolved and good apposition was achieved. The right renal artery was partially covered, but still had some flow. Attempts to sent the renal were unsuccessful. No further complications have been reported. The physician will monitor the patient's kidney function. A follow-up computed tomography scan will be performed 30 days from hospital discharge.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions - as stated in the gor excluder aaa endoprosthesis instructions for use (IFU), complications that may occur and/or require intervention include, but are not limited to, improper component placement and occlusion of device or native vessel.